Event description:
Epic is not working. So I¿m reporting an issue via email. Regarding patient (B)(6). Implanting doctor is (B)(6). We implanted lead model 2088tc-58 sn (B)(4) on (B)(6) 2022. On (B)(6) the lead started to fail to capture and imp was < 200 ohms. Today we replaced the lead with a 2088tc-58 sn (B)(4) without event and the new lead tested well. There is no patient issue. Patient is scheduled to be discharged tomorrow. Please send me a per # so I can submit the event in sf. Please call if you have any questions. Thank you.

Manufacturer narrative:
The reported events of low lead impedance and failure to capture were confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. Visual inspection of the lead found the outer and inner insulations were damaged and the outer coil was flattened due to clavicle crush. Electrical testing performed found an internal shorting due to rib clavicle rush damaged. The cause of the reported events was isolated to a clavicle crush.

Event description:
It was reported that on (B)(6) 2022, one day after implant, the lead started to fail to capture and low impedance was observed. On (B)(6) 2022, the lead was explanted and replaced. There were no patient issues.